Manufacturer narrative:
The following fields were updated due to corrections: b.5. Describe event or problem: it was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use and failed to retract as a result. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber. Rn pushes white button to release needle and retraction only occurred partially. IV pulled and IV was found to have the needle sheared through the plastic catheter. Patient did not receive injury. Slight bruising noted at site." H.6. Imdrf annex a grid: a041001, a0510.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use and failed to retract as a result. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber. Rn pushes white button to release needle and retraction only occurred partially. IV pulled and IV was found to have the needle sheared through the plastic catheter. Patient did not receive injury. Slight bruising noted at site."

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use and failed to retract as a result. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber. Rn pushes white button to release needle and retraction only occurred partially. IV pulled and IV was found to have the needle sheared through the plastic catheter. Patient did not receive injury. Slight bruising noted at site."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber... IV pulled and IV was found to have the needle sheared through the plastic catheter. Patient did not receive injury. Slight bruising noted at site."